Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Device not returned

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customers blood glucose level. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed. Reportedly the customer was using the infusion set for longer than recommended.